Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 2 months. The patient remains ongoing on lvad support. A correlation between the device and the reported event could not be determined. Stroke and sepsis are listed in the instructions for use as potential adverse events that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted on (B)(6) 2016 with a one week history of fever, chills, muscle aches, and night sweats. The patient was on oral doxycycline at home. On (B)(6) 2016 during his admission, in the setting of sepsis, the patient developed a headache and word finding difficulties. A head CT revealed a subarachnoid hemorrhage (sah). Anticoagulation was held until bleeding stabilized. The patient's inr at the time of event was 2.5. The patient was discharged to home on IV vancomycin and continues to have neurologic deficits with expressive aphasia, memory loss and impulsiveness. No further information was provided.